Event description:
It was reported that the patient had experienced episodic periods of rebound spasticity, even after a recent dose increase. A catheter revision was done on the date of this report. The healthcare provider (hcp) observed two holes in the catheter located near the connection of the sutureless connector to the spinal portion of the catheter. As a result, the hcp cut 3cm off the end of the spinal portion, where the holes were located. In addition, he replaced the sutureless connector with a new sutureless connector revision kit. No additional catheter was added. As of the following day, the patient was receiving effective therapy at a dose of 600mcg/day. The device system was used to deliver lioresal.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).